Event description:
It was reported that during equipment testing conducted by a manufactured field service technician at the user facility, the device was running without engagement of the trigger. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed, if additional information is received and requires reporting. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.